Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded a remote monitoring alert for high out of range pacing impedances on the right ventricular (rv) channel. The out of range measurement caused a mode switch from bipolar to unipolar. The physician will review the system at an upcoming follow-up. This pacemaker remains in service. The rv lead is not a boston scientific product. No adverse patient effects were reported. Additional information was received that the follow-up took place and after reviewing the system the physician elected to continue monitoring. The rv lead is used for sensing only and therefore the high pacing impedance has no impact on therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was performed and the right atrial (ra) lead and rv leads were capped due to lead fracture. This device remains in service.